Manufacturer narrative:
(B)(4). This unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the flow valve to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator was delivering a higher amount of tidal volume than expected. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical received the defective component and was not able to duplicate the customer's reported issue. Visual inspection of the component showed no indications of damage or misuse. The component was installed on a test stand and underwent testing in an effort to duplicate the reported failure. The original compliant was not duplicated in the fa lab. The uut was found to function normally.